Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise leading to inappropriate ventricular fibrillation (vf) episodes and loss of capture (loc) with no pacing inhibition or asystole noted. The right atrial (ra) lead exhibited oversensing of noise, high threshold measurements and loss of capture (loc) with no pacing inhibition or asystole noted. Subsequently a revision procedure was performed where both the ra and rv leads were explanted. The existing implantable cardioverter defibrillator (ICD) was also explanted during the procedure as the patient was upgraded to a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion that exposed the outer coil at approximately 21 centimeters from the terminal end. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported noise and loss of capture were likely the result of the lead damage observed by the laboratory. The lead passed electrical and inner insulation testing. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.